Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients spinal cord stimulator lead had high impedances. The patient underwent a spinal cord stimulator (scs) explant procedure.

Event description:
It was reported that patients spinal cord stimulator lead had high impedances. The patient underwent a spinal cord stimulator (scs) explant procedure. Additional information was received that patient was not able to get enough pain relief.

Event description:
It was reported that patients spinal cord stimulator lead had high impedances. The patient underwent a spinal cord stimulator (scs) explant procedure. Additional information was received that patient was not able to get enough pain relief. Additional information was received that the explanted devices were not returned due to facility policy. The patient was doing well postoperatively.

Event description:
It was reported that patients spinal cord stimulator lead had high impedances. The patient underwent a spinal cord stimulator (scs) explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7111170, UDI: (B)(4).